Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height auxiliary drawer 7 was not detected on the communication bus. A field service engineer stated that there was a delay in dispensing medication. A field service engineer removed the back panel and found the latch sensor light was off and the magnet missing from the insep. A field service engineer replaced the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, drawer 7 was not detected on the communication bus. The customer stated that they tried rebooting the device, but still the issue persists. There were no adverse events or injuries reported based on this event.